Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Hospital associate director of sterile processing department reported the following product complaint: product # 532.002, lot # 020213 was returned to the sterile processing department in broken condition; the prongs on the bottom of the small battery drive casing are broken off, and missing. Spd assoc. Director advised there was no indication of when or how the battery casing got broken. Facility contact reported that the small battery drive casing was being put together after being decontaminated and that is when the issue was discovered. It is unknown if there was patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.